Event description:
It was a party to an injury sustained during a laser therapy procedue. It was reported that the patient experienced burn marks nad that left permanent disfigurement on her left and right legs.

Manufacturer narrative:
The is a retrospective report. Limited information available pending litigation.